Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crtp) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during preimplant. Technical services (ts) recommended to send data from this device to be analyzed. This crtp has not been cleared for implant. No patient involvement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crtp) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during preimplant. Technical services (ts) recommended to send data from this device to be analyzed. This crtp has not been cleared for implant. No patient involvement. Additional information was received that data for this crtp is consistent with low battery voltage due to low temperature exposure. The crtp is cleared for implant. No patient involvement.